Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("deconstructive lower abdominal pain") and ovarian mass ("papillary tumor like changes found in both ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian mass (seriousness criterion medically significant) and dyspareunia ("lower abdominal pain after sex"). The patient was treated with hysteroscopic essure-sterilisation performed without problems on (B)(6) 2019 and essure was removed. At the time of the report, the abdominal pain lower, ovarian mass and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia and ovarian mass with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: implants in situ at control visit. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 31-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("deconstructive lower abdominal pain") and ovarian mass ("papillary tumor like changes found in both ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian mass (seriousness criterion medically significant) and dyspareunia ("lower abdominal pain after sex"). The patient was treated with hysteroscopic essure-sterilisation performed without problems and essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian mass and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia and ovarian mass with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: implants in situ at control visit. Amendment: the report was amended on 06-feb-2019 for the following reason: to attach device similar incident listing. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 31-jan-2019. The most recent information was received on 10-may-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("deconstructive lower abdominal pain") and ovarian mass ("papillary tumor like changes found in both ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian mass (seriousness criterion medically significant) and dyspareunia ("lower abdominal pain after sex"). The patient was treated with surgery (hysteroscopic essure-sterilisation performed without problems on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian mass and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia and ovarian mass with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: implants in situ at control visit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.